Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device inappropriately scrolled through the setting on the display. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.